Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided instructions for a complete pump reset. Following the reset, the cgm error did not reappear, and the caller successfully started their sensor session.